Event description:
Zoll m series defibrillator failed to discharge after several prior discharges; paddles on zoll defibrillator malfunctioned.

Event description:
Add'l info rec'd from MFR 04/01/2005: attempts were made to have the multi-function cable returned to zoll medical for analysis, however, the multi-function cable has not been returned.